Event description:
It was reported to boston scientific corporation that a stonetome was attempted to be used during a procedure performed on an unknown date. It was reported that the tip of the knife was oriented differently than intended. A photo of the complaint device was provided by the complainant where it can be observed that the working length was kinked and twisted. The procedure was completed with another stonetome. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of a cutting wire kinked. Please see block h11 for full investigation details.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. H6: imdrf device code a0406 captures the reportable investigation result of cutting wire kinked. H11: investigation results: the returned stonetome was analyzed, and a visual and microscopic inspection found that the working length was bent and twisted, additionally, the cutting wire was popping out from the working length, it was kinked and not aligned to the working length as well. The device was observed under magnification and was observed that the distal pierce hole was torn. Media inspection was performed based on the pictures provided by the customer where it was possible to observe the device bowed, the working length was twisted. No other problems with the device were noted. The results of the analysis performed on the returned device found that the working length was bent, the cutting wire was kinked and popped out, also, the distal pierce hole was observed torn. The cutting wire kinked found could be caused by operational factors, such as manipulating the device through difficult anatomy, the used technique for the device manipulation or by the interaction between the device and the scope (hitting against a hard surface), once the cutting wire is kinked, is possible that it may get stuck or "caught" somewhere, causing the cutting wire to pop out and tearing the pierce hole (working length). The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.